Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, high impedance measurements were observed on this right atrial (ra) lead and it would not pace or sense. The physician noted that the lead was bent when pushed into the header of the device. As the physician suspected a lead fracture, the decision was made to remove the ra lead. However, the helix would not retract. The insulation of the ra lead was damaged while attempting to remove the ra lead. The ra lead was removed and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and stretched and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.